Event description:
During ICD [implantable cardiac defibrillator] implantation, the right ventricular lead was unable to be advanced because of blood in the stylet lumen due to back flow. This lead was removed and replaced with a new lead.